Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards reviewed the article third tricuspid valve replacement: report of a case by kyobu geka. 2021 nov; 74(12): 1017-1019. The following complaint was identified: a 31mm pericardial valve, implanted in the tricuspid position for approximately five (5) years and eleven (11) months, was explanted due to severe regurgitation and moderate stenosis secondary to pannus formation and leaflet motion restricted. The device was explanted, and replaced with a non-edwards valve with no adverse events. On pod#40, the patient was discharged without any complications. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional narratives the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it is not available for return per hospital pathology. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article third tricuspid valve replacement: report of a case by kyobu geka. 2021 nov; 74(12): 1017-1019. The following complaint was identified: a 31mm pericardial valve in the tricuspid position, implanted for approximately six (6) years, was explanted due to severe regurgitation and moderate stenosis secondary to pannus formation, immobility, and sclerosis of the leaflet. A non-edwards valve was implanted in replacement. The patient was discharged on pod #40. As reported the valve failure gradually progressed without symptoms.